Event description:
It was reported, the patient experienced baclofen overdose symptoms; the patient was unresponsive. As a result, the pump dose was reduced to minimum rate. The patient experienced bradycardia, hypotension and was unresponsive. The patient presented to the emergency room (ER) and was admitted to the intensive care unit (ICU) at the hospital. The pump was decreased to a minimum rate of 12 mcg/day. The patient seemed to be more alert and doing better. The physician recommended going back up to at least 100 mcg/day to avoid any rebound withdrawal symptoms. The patient will follow up with the physician in the clinic ¿soon¿. The cause of the symptoms and the event was unknown. The patient recovered without permanent impairment. The pump was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).